Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -10.00 diopter, in the patient's right eye (od), on (B)(6) 2018. The reporter indicated the lens had excessive vaulting and refractive surprise. The lens remains implanted but the surgeon plans to explant and exchange for another lens. The reporter indicated they felt the cause of the event was patient related factor.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial. Visual inspection found haptic torn and piece missing, foreign material (residue) on lens surface. (B)(4).

Manufacturer narrative:
The reporter indicated the lens was explanted and exchanged for a shorter lens on (B)(6) 2018. The lens exchange resolved the problem. The patient is happy. (B)(4)